Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be frayed at the proximal clevis hub. The frayed strands stuck out at the wrist. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were undamaged. An additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were short in length and not aligned with the tube axis. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable and/or main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the prograsp forceps instrument cable was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.